Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to detect and analyze a patient's rhythm, and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator c160.